Event description:
It was reported that a balloon deflation issue occurred. The physician dilatated a stenosed left anterior descending artery (lad) with a maverick²¿ 2.50mm x 12mm balloon at 16 atm. After the dilatation it was not possible to deflate the balloon. The physician tried it several times, but the balloon "stood open." The physician withdrew the guidewire, guide catheter and balloon together without any patient complications. The physician completed the procedure with a another of the same device. There were no patient complications with the new balloon and the patient's condition is stable.

Event description:
It was reported that a balloon deflation issue occurred. The physician dilatated a stenosed left anterior descending artery (lad) with a maverick²¿ 2.50mm x 12mm balloon at 16 atm. After the dilatation it was not possible to deflate the balloon. The physician tried it several times, but the balloon "stood open". The physician withdrew the guidewire, guide catheter and balloon together without any patient complications. The physician completed the procedure with a another of the same device. There were no patient complications with the new balloon and the patient's condition is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter inside a non-bsc guide catheter. There was a non-bsc guidewire inside of the catheter and a non-bsc y-adapter. The y-adapter was attached to the hub, as-received. Tactile and visual inspection was performed. There was blood on the device, hub, y-adapter, and in the inflation lumen. The balloon and distal tip were protruding 4mm from the (distal or proximal) end of the guide catheter. The proximal end of the catheter was protruding 34cm from the y-adapter. The guidewire was removed; however the catheter could not be removed from the guide catheter. The device was soaked in a warm water bath to loosen the blood. After soaking, the maverick 2 catheter was easily removed from the guide catheter. The device was inspected under magnification. The distal portion of the balloon was prolapsed over the inner. Functional testing was performed using an inflation device filled with water. The balloon was inflated to 14atm. When deflation was attempted, the deflation time did not meet the product specification. The inner and outer shaft was necked at the distal end of the exit notch. The shaft was also necked-down 1cm in length just proximal of the proximal weld. The inner diameter (ID) of the guide catheter measured 0.069" when measured using a calibrated pin gage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon deflation issue occurred. The physician dilatated a stenosed left anterior descending artery (lad) with a maverick²¿ 2.50mm x 12mm balloon at 16 atm. After the dilatation it was not possible to deflate the balloon. The physician tried it several times, but the balloon "stood open." The physician withdrew the guidewire, guide catheter and balloon together without any patient complications. The physician completed the procedure with a another of the same device. There were no patient complications with the new balloon and the patient's condition is stable.